Event description:
As reported by the user facility: pump programmed to deliver 360 ml at 400 ml per hr. At the end of the infusion, there was still 45 mins worth of fluid remaining.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times with a rate of 400.0ml/h and a volume to be delivered of 360.0ml. The results were all within specification at 367ml, 365ml and 368ml. The pump's operational log was reviewed. The date in the pump seemed to be incorrect; it showed (B)(6) 2000 for the date ((B)(6) 2012) of the investigation. The last recorded pump activity in the lot was on 5/30/2000 starting at 00.00:31 with a rate of 100.0ml/h. Three infusions of 30 mins were run with a total volume infused of 150.0ml or 100.0% of the expected volume. On (B)(6) 2000 at 23:35:49 an infusion was started with a rate of 100.0ml/h. The infusion ran for 1 min 10 seconds with a total volume infused of 1.9ml or 97.4% of the expected volume. At 23:38:45 an infusion was started with a rate 20.0ml/h, the infusion ran for 4 seconds and 0 volume infused. At 23:39:21 an infusion was started with a rate of 200.0ml/h. The infusion was stopped at 23:43:54 with a total volume infused of 15.1ml or 99.3% of the expected volume. At 23:44:51 another infusion was ran with a rate of 50.0ml/h. The infusion was stopped at 23:59:35 with a total volume infused of 12.2ml or 99.3% of the expected volume. On (B)(6) 2000 at 01:56:49 an infusion was started with a rate of 50.0ml/h. The infusion was stopped at 02:04:56 with a total volume infused of 6.7ml or 99.1% of the expected volume. At 2:05:26 a continuous infusion was programmed starting with a rate of 25.0ml/h and increasing 25.0ml every 30 mins. At 02:08:16 the infusion started with a rate of 25.0ml/h. At 2:38:15 the rate increased 50.0ml/h with a total volume infused of 12.5ml or 100.0% of the expected volume. At 03:08:14 the rate increased to 75.0ml/h with a total volume infused of 25.0ml or 100.0% of the expected volume. At 03:36:37 the rate increased to 100.0ml with a total volume infused of 35.5ml or 100.1% of the expected volume. At 04:36:35 the programmed infused completed and the pump switched to kvo (keep vein open) at a rate of 1.0ml/h with a total volume infused of 100.0ml or 100.0% of the expected volume. The pump was stopped at 04:37:36. At 04:38:21 another infusion was started with a rate of 100.ml/h. At 05:46:32 the infusion was stopped at 05:46:26 with a total volume infused of 113.6ml or 100.1% of the expected volume. On (B)(6) 2000 at 03:34:54 an infusion was programmed with a rate of 400.0ml/h. The infusion was started at 3:35:16 and at 03:39:46 the infusion completed and the pump switched to kvo at a rate of 1.0ml/h with a total volume infused of 30.0ml or 100.0% of the expected volume. The pump was stopped at 03:40:06. At 03:45:14 an infusion was started with a rate of 300.0ml/h. The infusion was stopped at 03.46:14 with a total volume infused of 5.0ml or 100.0% of the expected volume. At 03:46:43 another infusion was started with a rate of 1.0ml/h, and at 03:46:50 the infusion was stopped with 0 volume infused. At 03:47:03 one more infusion was ran with a rate of 300.0ml/h. The infusion was stopped at 03.48:03 with a total volume infused of 5.0ml or 100.0% of the expected volume. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.